Manufacturer narrative:
It was reported that the block did not have the anterior portion that locks onto the anterior ridge attached to the block. Additionally the femur block had difficulty with the placement and was not fitting into the patient femur. The associated legion visionaire adaptive guide kit, used for treatment, was returned and evaluated. Visual inspection of the returned product found no obvious signs of damage on the part. A review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. No prior complaints for this part as this is a patient specific device. Our investigation including an engineering evaluation by our visionaire team found that the femur cutting block was designed outside visionaire standard, giving it a poor fit. Root cause was determined to be an incorrect alignment. Therefore, a relationship between the device and the reported incident was corroborated. The alignment engineer who was responsible is no longer in the visionaire group and can not be retrained on segmentation standards. No medical documents were received for investigation. Therefore no medical assessment can be performed. At this time, no further investigation is warranted for this complaint. However smith and nephew will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that the block did not have the anterior portion that locks onto the anterior ridge attached to the block. Additionally the femur block had difficulty with the placement and was not fitting into the patient femur. The doctor had to use a conventional block. An additional 2mm was resected to allow for a proper fit of a 9mm poly insert.